Manufacturer narrative:
Updated fields: b4, d5, d9, e1, e3, g1, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse that encountered the issue replaced the fiber-optic sensor extension cable assembly. The prongs on the power cable were all intact, and the fse was able to straighten them out. The unit passed all functional and safety checks per manufacturer specifications. The iabp was returned to the customer for use.

Event description:
It was reported during pm that the cardiosave intra-aortic balloon pump (iabp) unit needs repair for line cord replacement and fiber optic connector. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit needs repair for line cord replacement and fiber optic connector. There was no patient involvement reported.